Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system was not docking correctly. X-stage cover was impacted severely and the indented divots caused cover to br dragging on wheel. It was reported by the site that the system was backed onto a cable causing the system to jump forward and suspects this was the cause of the damage. Cover was taken off and straightened and reinstalled. Motion calibration was completed without cover install to prove that cover bonding was causing the initial dock pin misalignment which was resolved after motion calibration. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the x-stage cover was damaged and has dents in it. There was no patient present at the time of the issue.